Manufacturer narrative:
E1: initial reporter facility: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was torn and stretched. Impedance testing showed an electrical open between 0-10 cm from the distal housing. Microscopic inspection showed the top of the distal housing was detached.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that visualization issues occurred. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was completed with another of same device. The patient condition following the procedure was stable. However, device analysis revealed the imaging window was torn.